Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead a zoll medical canada field representative evaluated the device at the customer's site. The reported malfunction was observed. However, the customer declined repair of the device. The device was labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.